Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was always hot. When doing the transmission, the reader became so hot that the patient's skin remained red and hurt. Troubleshooting the monitor did not resolve the issue. The remote monitor remains in use. No patient complications have been reported as a result of this event.